Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken in (B)(6) 2026 wherein the system was explanted. During the procedure, a fragment of one lead was left in the in the patient. It is unknown which lead caused ineffective therapy and which lead was left in the in the patient.

Manufacturer narrative:
Date of event, surgery date, and patient's weight is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000093555. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.